Event description:
History of male incontinence. Underwent male sling surgery in 2008. Had progressive pain and swelling over the last week prior to this admission. Underwent cystoscopy with noted erosion of the sling into the urethra. The following month, underwent cystoscopy in the physician's office with noted erosion of the sling into the urethra. Patient was taken to surgery for removal of male invance sling and placement of suprapubic catheter.